Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device kept sticking at the distal end. There was difficulty releasing the tissue. This occurred with two devices. Another clip applier was used to complete the procedure. There was no pt consequence. Both devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event.